Event description:
It was reported by the patient that she underwent a bilateral indirect inguinal hernia repair procedure on an unknown date and mesh was implanted. The patient experienced groin numbness, severe pain, collapsed leg, pleural effusion, shortness of breath, palpitations, disorientation, intolerance to food, nausea, dizziness, bronchial constriction, developed new allergies, throat and tongue swelling from diflucan, open sores on shins, fatigue, frequent low grade infection, unquenchable thirst, urge to pace at night, irrational thinking, insomnia and excessive sleeping, swollen glands in groin, neck and armpit, pain and swelling in labia, raynaud's, calcium deposits in groin, edema in pubic region and thigh, groin rigidity, painful tugging when relaxed, pressing feeling in groin, itchiness over mesh, sharpness and shooting pain down inner thigh to toes, pain shooting up to shoulder blade and neck, constricting fascial bands around hips and thigh and front body, lumpiness under skin, oozing sinus tracts in groin, heart jolts, swollen veins from thigh to breast, drop in blood pressure and blood sugar, pain around ovaries, vein swelling around fallopian tube, intolerance to artificial or strong scents, lung and flank pain, lack of appetite, periods of rapid weight loss, nausea, deep ear pain, weakened vision and floaters, fogginess, aching joints, nerve pain, achiness in feet, arthritis, diminished sexual sensation, painful sitting, smelly and cloudy urine with no uti, loss of social life, not working, anxiety about doctors, adrenal issues, difficulty with contact lenses and constipation. The patient recovered from the initial symptoms after detox baths, dry skin brushing to move lymph fluid, and other detox methods. The symptoms worsen when the detox methods are stopped. The patient is taking echinacea and raw garlic. The patient is seeking a surgeon to remove and examine the mesh and plans to have tests for further autoimmune development and biofilm detection.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).